Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the communicator wasn¿t keeping a charge. When the patient plugged in the communicator, ¿it will charge and go green.¿ when the patient goes to use it, they will be able to make adjustments, but then afterwards the light flashes red. The patient also reported that they are having trouble getting adjusted to it. The patient stated that the implant worked great when they first got the implant, but on (B)(6) 2019, it stopped, and their symptoms were worse than they were when the patient first got the device. The patient changed from group 2 to group 3 and was able to feel slight stimulation when set to 1.9v. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient stated that the white and blue connector stopped working and would not hold charge and they could not adjust because the connector would not turn on or charge. A new connector was sent out and everything has been fine. No further complications were noted or anticipated